Event description:
It was reported that the pt twisted their knee and banged hard against a car. The pt complained about instability after the event. Sales rep stated then they were originally called for a patella fracture. When the surgeon went in, he changed the insert and went from a 13mm to a 16mm. This was the first revision of the primary implant.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.